Event description:
It was reported that as the surgeon was inserting the screw (B)(4) into a patient, the head of the screw broke off. The procedure was completed with no adverse consequences nor delay. The screw head was discarded at the hospital and the thread of the screw is still in the patient.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at hospital.